Manufacturer narrative:
Device analysis: a visual inspection was performed, and no damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob, which meets the expected result. Blocked slider is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts " slider was stiffness" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts " slider was stiffness" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.